Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The patient was asymptomatic and no periods of asystole greater than two seconds in duration were observed. The device outputs were increased to restore capture. This rv lead remains in service. No adverse patient effects were reported.